Event description:
It was reported by the patient that when the start button on the remote monitor was pressed it failed to power up. A new power cord was sent. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.